Event description:
It was reported that the patient went to the urgent care and was diagnosed with a cyst. For treatment, the patient was prescribed the antibiotic sulfamethoxazole twice a day for 7 days. The pod was worn longer than 48 hours on the leg. The patient was discharged after 30 minutes.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.